Event description:
Latex gloves: developed itchy eyes after rubbing; and hives on forehead and cheeks. Prescribed: solumedul 125 mg IV 1 time, depomedrol 10mg 1m x 1 time, and benadryl 50 mg by mouth x 1 time.